Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during remote follow-up, patient presented with far-field r wave oversensing and ventricular undersensing. It was suggested that loss of capture was also involved, but no further details about this were specified. Programming change was suggested but not further information provided. There were no patient consequences.